Event description:
The customer reported the system made a pop in middle of procedure and the screen went blank. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and the high voltage cable connectors were cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.